Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2025, to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing flail, pre-existing cleft that was between p1 and p2, and prolapsed leaflets. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On july 8, 2025, a post operative transthoracic echocardiogram (tte) was performed and revealed recurrent mr with a grade of 3-4. It was noted that the first clip was still securely intact with both leaflets. On july 10, 2025, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.